Event description:
It was reported that the patient suffered from septicemia and the prosthesis had to be removed as first stage revision.

Manufacturer narrative:
Initial report was submitted using incorrect manufacturing registered site code. This incident should be considered under 3005975929. As this complaint is also being handled through smith & nephew's legal teams, any responses to these queries are not immediately available to the members of smith & nephew's regulatory team and are not expected to be available for several months, if ever. This is because the timing of device return / the delivery of the information is in the control of the patient's solicitors, not smith & nephew. Smith & nephew's legal teams have confirmed that if they receive additional relevant information on this complaint (reason for complaint, including part/lot, patient, surgeon, device availability, dates of implantation or revision) they will inform us, at which point the complaint will be reopened for investigation. [(B)(4)].